Event description:
It was reported that this right ventricular (rv) lead exhibited failure to capture and a dislodgement through fluoroscopy. This lead was explanted and replaced. This lead is not expected to be returned for analysis. No additional adverse patient effects were reported.